Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6)implanted: (B)(6)2026 explanted: (B)(6)2026 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #:(B)(6), ubd: 30-apr-2029, UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins). It was reported the device system was explanted due to infection. Contributing factors were unknown. No diagnostic/troubleshooting was performed. Issue was resolved.